Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the vanes were worn. It was further determined that the device failed for loctite assessment for modified set screws and rotational speed assessment. It was determined that the issues were consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which was due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device did not work. During in-house engineering evaluation, it was observed that the device failed for rotational speed assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.